Event description:
During the procedure, the utah blade wire broke, it touched the patient and caused a 1 cm burn around the incision site of the umbilicus. The blade was removed and replaced. This device is only used by one physician and has been used for a long time and frequently. The burn required no intervention and there was no additional injury to the patient. The case was long (0800 to 1535) and this event occurred at the end of the case.